Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an intermittent error code for "low oxygen pressure". There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market responder reported that the customer's device was out of warranty, and the customer does not want to pay to have the device repaired. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.